Manufacturer narrative:
Due to imdrf harmonization, method, results, and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient never had a setting that reduced pain; it only made it worse and excruciating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for multiple back operations. The caller mentioned that the patient had their pain stimulator removed 4 days after it was implanted because it had a terrific problem. The caller did not provide further details and refused to be connected with patient services. No further complications were reported/are anticipated.